Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the device failed flow test three (3) times¿ was not replicated. Three delivery accuracy tests were performed to ensure proper operation. All tests passed within specifications. Visual inspection found the downstream occlusion (dso) seal degraded, and lens scratched. The dso seal and lens were replaced. No probable cause was found. Updated software. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed flow test 3x - 2120-0106. The event happened during testing.